Event description:
The placement of a cranial shunt was planned to be performed with the aid of brainlab cranial navigation system. During the procedure the surgeon: performed and verified the initial registration (matching of virtual display of mr/CT image data and actual patient anatomy) of the patient. Planned the entry point for the shunt trajectory. Draped the patient, using a sticky tape to ensure sterile integrity. Prepared the canal for the shunt with a navigated biopsy needle. Removed the biopsy needle and inserted the catheter without using a stylet and without the aid of navigation. After the surgery, when reviewing the postoperative images, it was determined that the catheter has ended up in the left ventricle instead of the right ventricle as intended. According to the hospital there have been no negative clinical effects for this specific patient due to this issue. The placement of the shunt was determined to be acceptable, despite it has been placed in another ventricle then intended.

Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since the biopsy needle followed a different trajectory than intended, although: there is no indication of a systematic error or problem of the brainlab device, the corresponding measures to reduce this already anticipated risk to be as low as reasonably practicable are in place, according to the hospital no actual serious injury has occurred for this specific patient. Despite a comprehensive investigation has been performed, a definite root cause could not be determined for this specific issue. Most plausible root cause is a change of the relating position between the navigation reference array and the head of the patient, leading to a shift between the information displayed in the navigation system and the actual patient anatomy. The shift of navigation information was apparently not detected by the user with the according verification functionalities of the navigation software that are available. There is no indication of a general error or malfunction of the device. According measures to reduce this already anticipated risk to be as low as reasonably practicable are in place. Brainlab intends to offer an additional training to this hospital.